Event description:
A caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support about the pump¿s safety features, such as the automatic reset of microprocessors to maintain performance, and was informed about necessary steps, including manually restarting cgm sessions and reloading the cartridge when the pump resets. The customer acknowledged and understood these instructions.